Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The problem could not be duplicated during investigation, as the sensor is no longer communicating. The customer complaint was confirmed during review of the dms logs. The root cause of issue is likely damage to asic chip inside sensor. Investigation showed that the system disabled the sensor due to a detected performance failure and the system's self-test functions were still working normally when the issue happened. D9 device available for evaluation? Yes, device received on 15 october 2020. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.